Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had sensing difficulties; a chest xray confirmed the lead had "moved since [the device] changeout" . Reprogramming was completed and the lead remains in use. No patient complications were reported as a result of this event.